Event description:
It was reported that while preparing for a percutaneous coronary intervention (pci) procedure the gauge of the inflation device appeared erratic. An encore 26 inflation device was unpacked. While connecting the inflation device to an unspecified balloon, it was noticed that the gauge needle was moving "up and down"; however, the lever to inflate the balloon catheter had not been turned. An attempt was made to "turn the dial"; but "it did not turn easily." The device was exchanged for another of the same device and the procedure was completed. There were no patient complications reported with the patient's current condition listed as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.